Event description:
It was reported that the customer was admitted on (B)(6) 2014 for diabetic ketoacidosis. Pump was removed in the ambulance and it was found that the cannula was bent. Customer was on the go that day and did not stop to test their blood glucose level. Customer's blood glucose level was 690 mg/dl. Customer had been bolusing for food, but not to correct their blood glucose level. Customer treated with manual injections. Customer stated that there was a 911 call for their high blood glucose levels. Customer was treated with IV fluids and insulin to bring down their blood glucose level to normal. Customer was wearing the pump at the time of the 911 call. Time and date were incorrect on the pump settings. Customer was assisted with correcting the settings. Pump was turned off because the battery cap was unscrewed. Customer had no alarms that would impede insulin delivery. Customer will call back when she has supplies to complete the functionality testing. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.